Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted.should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4).this complaint for a report of a user error was not confirmed. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Per the complaint information, the cause of the complaint is use error. Label review was performed and the review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
During troubleshooting for a report of a check lines and bags alarm the care giver (cg) stated she started over with a new cassette, but the same bags. The technical service representative (tsr) informed the cg that when she starts over with new supplies that she needs to start over with new bags and a cassette. The cg stated she would start over with all new supplies. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. A follow up was done via phone call. The nurse said that they had mentioned an alarm, but she did not know about switching out any supplies. The writer explained the use error and recommended retraining or review of proper procedures, and the nurse said that she would give them a call. No patient injury or medical intervention was reported.